Event description:
Consumer complaint of low blood glucose results. Reviewed meter memory - 48 mg/dl (B)(6) at 9:59a, 52 mg/dl at 9:58a, 49mg/dl (B)(6)at 9:57a; all fasting results. Patient did not want to take further results at this time. Patient not feeling ill. Patient normal results are about 85-90mg/dl fasting. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).